Event description:
A consumer implanted for non-malignant pain and failed back surgery syndrome reported that five to six years ago they experienced a staph infection at the implantable neurostimulator (ins) site five to six months after it was implanted. As a result the consumer was given IV antibiotics, was hospitalized, and the device had to be removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.